Manufacturer narrative:
The subject device has been disposed of at the hospital.

Event description:
It was reported that during the procedure, the subject device was deflating rapidly. There were no consequences to the patient reported.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. Concomitant products grid: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during the procedure, the subject device was deflating rapidly. There were no consequences to the patient reported